Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. The reporter alleged that the battery compartment had stripped threads. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04/10/2015 with the following findings: the complaint could not be duplicated or confirmed. A review of the pump¿s black box data revealed no pump reboots. There was no visible damage to the battery compartment or battery cap. The returned battery cap was able to secure onto the pump. The pump was exercised for 24 hours with no power interruptions or duplicated alarms. The pump was opened and no evidence of internal moisture or damage was observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.